Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center.should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is noisy. The key failure is compressor is noisy. Additional malfunction unit alarms are not functional.